Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned device confirms the device is broken off into two pieces. The nature of the fracture surface exhibits signs of a brittle fracture. Based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused by a combination of rough handling and excessive usage of the device over multiple reprocessing cycles. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The current instructions for use states: "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling." No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the inserter broke during use. No additional information was provided.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the inserter broke during use. No additional information was provided.